Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A bubble test was done to determine location of the leak. It was determined the leak was located where the pvc tubing connects to the right angle connector of the cuff. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, this complaint product couldn't hold air due to the air leakage from the connection of tube and cuff. No patient harm. There was a delay of 0-15 minutes to prepare new product. No adverse events were reported as a result of this malfunction.